Event description:
It was reported that the (1) tct75 was used during a wedge resection procedure. It was reported that the instrument locked out. The case was completed with another instrument and there was no consequence to the pt.